Event description:
Distributor reported "capsular contracture, possible rupture". Capsular contracture has been captured as baker grade unknown. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Photo analysis : it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional reported left side "possible rupture" and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Distributor reported "capsular contracture, possible rupture". Capsular contracture has been captured as baker grade unknown. This is for the left side device. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Distributor reported "capsular contracture, possible rupture". Capsular contracture has been captured as baker grade unknown. This is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a